Event description:
It was reported that the pump's charging port was damaged and loose, causing issues with charging and raising safety concerns due to the risk of the pump shutting down. The pump did experience a shutdown, but there was no report that the customer¿s blood glucose level exceeded 500 mg/dl or was recorded as "high." As a corrective action, the customer was advised to use manual insulin delivery to ensure continuity of treatment, and a replacement pump was arranged.